Event description:
The caller reported a pt had acl surgery in 2005, in which an autograft was used. The pt returned to the surgeon approximately 3 weeks post-op with an infection. The surgeon decided to remove both graft and the device. The pt was treated for the infection and is reportedly doing fine.